Event description:
It was reported that the atrial lead had poor sensing values. There was no capture at the maximum output and lead dislodged. The lead was capped without replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.